Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt's device was "not working". Subsequent info indicated, the pt experienced a loss of therapeutic effect following falls in (B)(6) and (B)(6) 2009. Impedance measurements showed >4000 ohms on some of the bipolar pairs. Further testing indicated that any combination with electrode #2 gave high impedances. All other combination pairs had impedances of 1093, 1255, and 1318 ohms. Therapy impedance measured 608ohms with current 63ua. Battery was at 3.12 volts. Further info was requested form the healthcare professional.